Manufacturer narrative:
Corrected data: d9 ("no" was selected in error on the initial report) and h3 ("no" and "not returned to manufacturer" were selected in error on the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective cable could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation as the issue was resolved. It was determined that the maj-1462 cable was defective and needed to be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii video system center produced white and black image that sometimes went black intermittently. There were no reports of patient harm.